Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found the primary failure of broken yaw pulley to be related to the customer reported complaint. The instrument was found to have a broken monopolar yaw pulley. Broken pieces were missing on both sides as a result of the breakage. The sizes of the two missing pieces are approximately .218¿ x .252¿ each. Common causes of the failure mode broken instrument monopolar yaw pulley are typically attributed to the user mishandling/misuse, such as excess force applied to the distal end of the instrument. This complaint is considered a reportable event due to the following conclusion: it was alleged that permanent cautery spatula instrument was found to have the yellow cover on the shaft had fallen off. At this time, it is unknown what caused the breakage of the yellow cover on the shaft to occur. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during central processing, the 8mm permanent cautery spatula instrument was found to have the yellow cover on the shaft had fallen off. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was a hysterectomy, and the reported issue was identified after the procedure. The procedure was completed with the same instrument, and from the reporter knowledge, there was no patient injury, no delays, nor a fragment fell into the patient.